Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent a gastroenterological surgical procedure between (B)(6) 2009 and (B)(6) 2013 and the suture was placed interrupted for abdominal fascia closure. Following the procedure, the patient was treated with antibiotics for superficial incisional infection and it was possible that the development of a superficial incisional surgical site infection prolonged the hospital stay. Additional information has been requested.